Event description:
The customer reported the system displayed an over voltage fault error message. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The candlesticks were cleaned and re-greased. The system was then found to be working as intended.